Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call to have experienced high blood glucose of 200 mg/dl to 400 mg/dl. Customer treated with manual injection and treated with insulin pump after infusion set change. Customer stated that 2 of the infusion sets had a bent cannula and one of the needle did not penetrate the skin. Customer also reported that the sensor will get stuck in the serter. Customer declined troubleshooting. The product is being replaced and is not expected to return for analysis.